Event description:
It was reported that a pump malfunction occurred, identified by malf 12. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and confirmed the shipping address. The customer was instructed on how to put the pump into storage mode and to return it using a pre-paid label within ten days. The customer opted to use multiple daily injections as a backup insulin therapy.